Event description:
It was reported that the pacing system analyzer (psa) was not supporting in backup pacing when the programmer was switched off during procedure. The psa and its adapter was not in good contact resulting in varying measurements at the time of procedure. The patient was discharged with no patient consequences.